Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke off and became stuck in a drill guide when the surgeon attempted to remove the drill guide during an ankle open reduction internal fixation (orif) procedure. The surgery was completed successfully using another drill guide with no additional medical intervention. There was no delay in surgery. This is report 1 of 1 for (B)(4).